Event description:
Dr informed us online that the pin head damaged during insertion.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.